Event description:
The patient's mother reported that since vns was implanted, the patient is burping a lot and passing gas which causes him to have a seizure. No further relevant information has been received to date.

Event description:
It was reported that the patient has been having more seizures than he did before being implanted with vns. No other relevant information has been received to date.